Manufacturer narrative:
Smith & nephew, inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, inc. This report does not constitute an admission that the device, smith & nephew, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the event described in this report. - attachment: [tri-sites MDR accompanying letter.pdf]

Event description:
It was reported that the screen on the scope is black.